Event description:
It was reported that a pump declared a cartridge change error. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. The customer's mother was not present, so they planned to call and proceed with corrective steps later, starting at the designated step. There was also a suggestion to verify the occurrence of a similar cartridge alarm.